Event description:
There was an allegation of questionable results for qc and patient samples from the cobas 8000 c702 module. Sample 1 initial urea/bun result was 45.93 mg/dl, and the repeat result was 93.18 mg/dl. The initial creatinine plus ver.2 initial result was 0.96 mg/dl, and the repeat result was 4.23 mg/dl. Sample 2 initial creatinine result was 2.82 mg/dl, and the repeat result was 4.31 mg/dl. Sample 3 initial creatinine result was 1.39 mg/dl, and the repeat result was 2.75 mg/dl. Sample 4 initial creatinine result was 1.07 mg/dl, and the repeat result was 1.77 mg/dl. Sample 5 initial creatinine result was 0.64 mg/dl, and the repeat result was 1.1 mg/dl. Sample 6 initial creatinine result was 3.28 mg/dl, and the repeat result was 4.78 mg/dl. Sample 7 initial creatinine result was 0.66 mg/dl, and the repeat result was 1.39 mg/dl. Sample 8 initial creatinine result was 0.55 mg/dl, and the repeat result was 0.93 mg/dl. Sample 9 initial creatinine result was 0.12 mg/dl, and the repeat result was 0.92 mg/dl.

Manufacturer narrative:
The bun reagent lot number was 886821. The creatinine reagent lot number was 914085. The expiration dates were not provided. The field service engineer found that the wash unit suction tube was leaking. He replaced the tubing and ran qc and precision, which passed. The investigation determined that the service actions resolved the issue.